Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7113078 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7113000 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed infection at the implantable pulse generator (ipg) incision site and was also experiencing stimulation in a non-target area. Symptom of drainage from incision was noted. The infection was not procedure related and the cause was unknown. The patient was sent to the emergency room (ER) and was subsequently admitted to the hospital. The patient was administered with antibiotics, and the physician performed a wound washout procedure. The patient was later discharged from the hospital and will continue to be monitored for healing.